Event description:
It was reported the patient experienced a motor stall on (B)(6) 2015 and ¿had a combination of drugs¿ but it was not a spasticity pump. The patient experienced withdrawal and felt hot and cold, felt like bugs were crawling underneath her skin, had increased anxiety, "jitteriness", and weakness. The onset of symptoms was sudden. The motor stall did not recover and it was the only stall noted in the event logs. The cause of the motor stall was unknown. The patient denied exposure to electromagnetic interference (emi) or having a magnetic resonance imaging (MRI). It was further reported the patient went to the emergency room (ER) on (B)(6) 2015 and the device was believed to be interrogated by the staff. The patient had an appointment on (B)(6) 2015 and after interrogating the device a motor stall was noticed and the "stopped pump period may exceed tube set" message was seen. The patient was managed with oral morphine and ativan at home. The patient was medically stable at that time, and had a pump replacement on (B)(6) 2015. Additional information clarified the pump was being used to deliver dilaudid. No outcome was reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, serial# *(B)(4), product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed the motor had a feed thru anomaly and shorting across the insulator.